Event description:
Information was received regarding a patient receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain, lumbar radiculopathy, and degenerative disc disease. It was reported that the pump was hurting along the pant line. The patient noticed that she can see the head of a pin which she can push in and out. Patient stated that it is not causing her any pain. The pain was considered sudden and there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.